Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting possible return.

Event description:
Our rep conveyed to us that the surgeon is reporting that a patient underwent a successful arthroscopic acl repair with the use of an intrafix tibial screw and sheath for fixation on (B)(6) 2013. On (B)(6) 2013, the patient presented with pain; mris noted the cyst and the surgeon determined that a re-surgery was needed, at this point the patient underwent a 2nd surgery at which time it was noted that a cyst had formed around the fixation device; the surgeon flushed the area and removed the fixation device; the repair was fine, just removed the devices. No labs were done; however it appears that all went well at this re-surgery. Also see associated MDR 1221934-2013-00230.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek;, however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting possible return.

Event description:
Our rep conveyed to us that the surgeon is reporting that a patient underwent a successful arthroscopic acl repair with the use of an intrafix tibial screw and sheath for fixation on (B)(6) 2013. At some point post-operatively, the patient presented with pain; it was somehow determined that a re-surgery was needed, and on (B)(6) 2013, the patient underwent a 2nd surgery at which time it was noted that a cyst had formed around the fixation device; the surgeon flushed the area and removed the fixation device. At this time, it is not known if this 2nd surgery was arthroscopic or open, we do not know if re-fixation was need or performed, we do not know if there will be another surgery, we do not know if there were any lab test and we do not know if the patient is being treated. There are questions out for further information and clarity. Also see associated MDR 1221934-2013-00230.

Manufacturer narrative:
The complaint device was received; however, the facility was advised to do labs on the complaint device at their end, nevertheless, this was not done and the device was sent to our decontaminator and is at this point sanitized, so no testing has been done. The exact catalogue identification could not be supplied and no lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Upon further investigation at the source facility the surgeon states the following of the patient issue: ¿actually she had a localized infection with a very indolent organism. So I don¿t think it was a reaction from the sheath. Sorry I should have gotten back to you sooner. She had antibiotics and is doing great.¿ in terms of attribution, we can only agree with the surgeon¿s assessment. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.